Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, which successfully resolved the issue. The customer was instructed to call back if the malfunction reoccurs, which they acknowledged and understood.